Manufacturer narrative:
(B)(4). One used set was received for evaluation. In an attempt to replicate the reported event, the returned set was tested for leakage per the specification. Leakage was observed at the window weld of the outlook pump cassette component. No adverse quality trends of this nature were identified during the complaint review process for the reported catalog number. If additional pertinent information becomes available a follow-up report will be filed. Note: this case is being filed retrospectively as a result of a review of recent customer complaint information. Based on additional information and details provided in another complaint case, it was determined that this case is reportable in accordance with the requirements of 21 cfr 803. B. Braun has conducted a retrospective review for all complaints of a similar nature in accordance with internal procedure (B)(4).

Event description:
As reported by user facility: leaking at cassette, near anti-free flow clip. Used to administer blood.